Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced some critical battery alarms associates with port 1, and a power disconnect alarm. Controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller (B)(4) was not returned for evaluation. Log file analysis revealed that the controller did not have the smr software upgrade installed. Analysis of the alarm log files revealed three (3) critical battery alarms. Data log files available did not cover the date of the recorded alarms. Additionally, one (1) power disconnect alarm with a safety alert word (saw) was recorded. This observation is indicative of a communication error between the controller and a battery. As a result, the reported events were confirmed. The most likely root cause of the reported critical battery and power disconnect alarms can be attributed to communication errors between the controller and batteries. The manufacturer investigated communication errors under an internal investigation. If information is provided in the future, a supplemental report will be issued.